Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies. Diagnostic imaging revealed the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix and applying torque to the inner coil, the helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of increased capture threshold and low sensing due to dislodgement were not confirmed.

Event description:
During follow-up, an increased capture threshold and low sensing were observed from the right ventricular (rv) lead. Diagnostic imaging confirmed lead dislodgement. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.